Event description:
Sub total gastrectomy is the procedure. Reportedly, the completion tone was heard, but the device had not sealed. The surgeon cut the tissue which resulted in about 200ccs of blood loss. The tissue was immediately treated with another ls1120 handset.